Event description:
Complainant alleged that during the incoming inspection of the product, the device had no display and made a clicking sound. Complainant indicated that there was no patient involvement in the reported failure.